Event description:
A distributing customer reported that a leak had occurred at the female luer connector on a disposable drug reservoir. The operator observed the leak immediately after attaching the administration set and placing the reservoir bag into service. Based on info acquired from the user facility, they observed cracks in the female luer of the drug reservoir. There was no injury reported.